Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to philips that the ECG device fails.there was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.